Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a colleague set leaked during infusion of nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, retention samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the samples with no issues noted. The reported condition was not verified. Note: according to the initial complaint description, the sample presented nutrition leakage; however, the use of this product is not recommended to infuse nutrition, due to the components of the solution dissolves the pvc of the set. Should additional relevant information become available, a supplemental report will be submitted.